Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zxt150 15.0 diopter intraocular lens (iol) was explanted from a male patient's right eye due to patient experiencing too many halos.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 04/13/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. The product was received in a bottle without liquid. Visual inspection at 12x microscope magnification was performed and showed no anomalies. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.